Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter, ubd: 10-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10mg/ml at 0.5mg/ml) via an implantable pump for spinal pain. It was reported that a tear in the catheter was observed during a normal pump replacement for normal battery depletion. During the surgery, the physician noted the catheter had a very visible tear in it distal to the pump connector. 21cm of the catheter was removed and replaced with a new catheter. The physician discarded the catheter segment. It was noted the physician had not used instruments near the catheter and it was determined that the tear had been there prior to surgery. The patient suspects this may have happened after multiple falls last july. From then he reported increased pain. It was noted the issue was resolved with replacement on (B)(6) 2021.